Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: was the device locked on tissue when it would not open: yes; if yes, did the jaws eventually open: yes; if the jaws did not eventually open how was the device removed from the tissue: manual override lever was used; what is the lot or batch number for the sc60 if available: no information.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: was the device locked on tissue when it would not open? If yes, did the jaws eventually open? If the jaws did not eventually open how was the device removed from the tissue? What is the lot or batch number for the sc60 if available?

Event description:
It was reported that during an open gastrectomy, the jaws did not open after the third firing on the stomach. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.